Manufacturer narrative:
(B)(4). UDI : (B)(4). Associated products : item#: 42532007902; tibia cemented 5 degree stemmed right size g; lot#: 64759817. Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision of competitor products that the poly would not seat into the tibia.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product found no damage. Device history record (DHR) was reviewed and no deviations or anomalies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.